Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device would not boot up when connected ac power and the battery is removed. There was no report of patient involvement.